Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection on both incision sites. Symptom was tenderness. The physician opened up both sites and flushed it out. The patient was prescribed antibiotics. It was noted that the infection was not device or procedure related. The patient was doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8336-50, serial # (B)(4), description: coveredge 32, 50 cm 4x8 surgical lead.

Event description:
A report was received that the patient had an infection on both incision sites. Symptom was tenderness. The physician opened up both sites and flushed it out. The patient was prescribed antibiotics. It was noted that the infection was not device or procedure related. The patient was doing well.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction was suspected. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient had an infection on both incision sites. Symptom was tenderness. The physician opened up both sites and flushed it out. The patient was prescribed antibiotics. It was noted that the infection was not device or procedure related. The patient was doing well.